Manufacturer narrative:
G4: 05oct2020. B4: 07oct2020. B5: problem description updated: it was reported to philips that the ventilator went inoperable and the blower stalled. The device was in use on a patient at the time of the event. The ventilator was swapped out on the patient and there was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site and confirmed the reported issue. The fse found after powering on, the device's screen will lock up and will not power down. The fse confirmed at cycle power on in normal mode observed check vent alarm blower stalled, backup alarm failed, aux supply failed, 35 v supply failed. Power on in diagnostic mode found error codes in the significant event log. Error codes found , auxiliary alarm supply failed, blower stalled, 35 v supply failed and backup alarm failed. The fse ordered a replacement power management pcba. The fse replaced the power management pcba to resolve the reported issue and the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported to philips that the blower stalled on the ventilator. The device was in clinical use at the time of the event. The ventilator was swapped out on the patient and there was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site and confirmed the reported issue. The fse found after powering on, the device's screen will lock up and will not power down. The fse confirmed at cycle power on in normal mode observed check vent alarm blower stalled, backup alarm failed, aux supply failed, 35 v supply failed. After powering on in diagnostic mode, error codes were found in the significant event log. The fse ordered a replacement power management pcba.